Event description:
In an attempt to cross lad lesion with a 3.0 stent, stent would not cross and deploy, system was removed, stent had separated from the balloon. Stent was located in aorta and attempt to retrieve it was unsuccessful.